Event description:
It was reported that this pacemaker was not functioning, however the device was explanted 3 years ago. No additional adverse patient effects were reported. No additional information is available at the moment. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).